Manufacturer narrative:
A ge service rep performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed connection error. The system had to be rebooted in order to continue use. This resulted in intermittent loss of system functionality. There is no report of injury or death.